Event description:
Please refer to importer report #: (B)(4).

Manufacturer narrative:
Upon further troubleshooting, the customer found that they had bad hard drives. The customer unit was evaluated and two hard drives were replaced. The repaired unit was returned to the customer.